Manufacturer narrative:
B5: the lens was removed on 12-oct-2021. The lens was replaced with a shorter lens and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4) this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -03.00/+6.0/013 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was reported as having excessive vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.